Event description:
End user states that they were conducting a case and the table began leaking hydraulic fluid. They were able to maintain functionality and get the patient to safety and pull it out of service. The patient was moved to a stretcher successfully without harm. No patient injuries were reported. During investigation, hydraulic fluid was not found. After further investigation, the technician found 3 bolts for the lateral tilt housing were loose. The technician could remove them using his fingers. The leak came from the housing not firmly attached allowing fluid to leak out. Seals need to be replaced before assembly and fluid are added. Parts have been ordered and are waiting for the technician to return to the facility to repair the table.